Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was doing some physical therapies for their right leg and knee yesterday they started to notice pain shooting up their leg. It wasn¿t until after wards and later in the day that the pain intensified and the patient also felt shocking in the left side of their vagina. The patient decreased the stimulation significantly and that helped the situation. Because of this experience and of the MRI and other compatibility restrictions the patient wanted to have the device removed. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s system was more of a hindrance and they wanted it removed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0khg5, implanted: (B)(6) 2014, product type lead. (B)(4).